Event description:
A pt reported blood glucose results of "90 mg/dl" with a lifescan meter and "114 mg/dl" on a laboratory device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. The test strips were in good condition, codes matched, and the techniques for applying the blood to the test strip and for cleaning the puncture site were correct. The pt did not have any test strips available to perform a control solution test.